Event description:
It was reported the patient's ipg was unable to communicate with the external devices due to not charging/using the scs system for significant amount of time. Subsequently, the ipg was explanted.

Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Result: the complaint for patient did not recharge was confirmed. The ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg passed all tests. According to the eon mini dfu review, there is adequate information for preserving the ipg when not in use. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.